Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient called in because they wanted to know if their device could interfere w/ a blood pressure test. Patient said they had several tests done that came back different than normal. The tests the patient had done were an EKG, blood pressure and several different things. Patient said they have afib and high blood pressure. Patient also mentioned feeling stim in legs at times. Reviewed turning stim off before tests. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported at this time.